Event description:
Description of event according to initial reporter: the clinician opened the package and visually inspected the device. Obvious abnormalities were observed: the filter legs were crooked with structural deformation. The clinician attempted to deploy the filter per standard procedure, but the filter could not be advanced smoothly inside the sheath, making implantation impossible. Deployment of this deformed filter was terminated immediately. When retrieving the filter from the sheath, its legs were caught on the inner wall of the sheath and could not be pulled out easily. The clinician applied extra force to extract the filter, which caused further deformation of the device. A new filter of the same model was used, and the femoral vein puncture and implantation procedure was repeated. The procedure was completed without incident. It was femoral venous approach. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: k233680 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.